Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing was leaking at the site with three infusion sets on (B)(6) 2026. The patient had high blood glucose levels which were treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.